Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
The caller stated an incident where the meter was not available due to an e-1 message. On the morning of the incident, the patient took his diabetic medication between 6 and 7 am. Afterwards, he experienced symptoms of a derailed blood glucose level, felt light-headed and could not breathe, but did not know whether the level was high or low because the meter was not working. The patient was unable to self-medicate at the time of the error message. The patient's daughter took the patient to the hospital. He was in the emergency room for about 5 hours and then was admitted to the hospital for hypoglycemia and breathing problems. He was treated with intravenous glucose, a turkey sandwich and a 12 oz cup of juice. After 1.5 hours, the patient's blood glucose level was 43 mg/dl and an hour later it was 100 mg/dl. The caller did not know exactly when the treatment was given and when the values were measured.